Manufacturer narrative:
The scd express was evaluated. Service noted that the unit had a damaged power cord, copper wire was exposed. The cause of the reported condition for the damaged power cord was determined to be due to severe use or accidental damage and is supported by the other observed damage to the case of the device indicating a traumatic impact to the controller occurred at some point during its use. The power cord was replaced to correct the reported issue. The device was retested and passed all functional and safety testing. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. The unit was released meeting all quality inspections and parameter compliance. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states power cord exposed wire.

Manufacturer narrative:
Submit date: 04/21/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for preventative maintenance. Upon triage at the service center, the unit was found to have exposed copper wire on the power cord.